Event description:
Customer was hospitalized due to high blood glucose. Customer had a sore throat and nausea prior to hospitalization. Troubleshooting was performed and all tests passed. No further details.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.